Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a broken grip cable at the proximal end within the housing. The grip cable was fully broken at the clamping pulley. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The instrument was found to have corrosion or contamination on the bearings. The pitch and grip input disk bearings has oxidation, characterized by orange discoloration. Corrosion developed along the outer bearings. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument had a very loose cable that was unable to wind back while in use. The customer completed the procedure as planned with no further issue reported. No fragments fell inside the patient. No known impact or patient consequence was reported.